Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, they have been having issues with the sensor giving inaccurate readings and triggering the threshold suspend feature on the insulin pump when blood glucose is not low. Customer stated their blood glucose was 151 mg/dl and the sensor reading was 40 mg/dl. In the morning the customer's blood glucose was low about 75 or 85 mg/dl but the insulin pump continued to go into threshold suspend throughout the morning and the throughout the day. By noon the customer's blood glucose was 243 mg/dl and the sensor was way off and below the threshold suspend limit. Customer bolus 1.6 units of insulin and restarted and every 20 minutes it continued to alarm threshold suspend. Customer then turned off the threshold suspend feature and waited two hours and started again, tested blood glucose which was 177 mg/dl. Customer administered 3.5 units of inulin for lunch and sensor reading continues to read below 40 mg/dl. The customer was advised to remove the sensor and re...